Event description:
The customer reported less than 3 cubic centimeters of diluent leaked from the probe wash block of the coulter ac·t diff 2 analyzer. The leak was contained within the instrument. The customer also reported that the instrument generated hemoglobin (hgb) errors during startup the day before this event. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical specialist (cts) was told by the customer that the hemoglobin (hgb) was replaced recently. The customer observed salty buildup on the baths when accessed the bath area. The customer cleaned and noticed the probe wipe block is moist on the outside and leaked inside the baths. The customer removed the probe wipe block, cleaned and reinstalled; resolving the leak issue. The customer performed startup and all parameters passed, but then the instrument generated the hemoglobin (hgb) error. The hemoglobin (hgb) lamp voltage was at 2065/255. The customer would reinstall the old hgb lamp to see if the voltages were better. The customer will monitor the instrument and call back if problem continues. The customer called back and advised the cts that the customer believed the hemoglobin (hgb) output issues was due to the hemoglobin (hgb) lamp was installed two months prior to this event and the probe wipe block was cracked and leaking around the lower port that attached to the tubing line 5. The cts sent customer a hemoglobin (hgb) lamp (under part warranty) along with the new probe wipe block and the pinch tubing. The cts instructed the customer in cleaning of the probe wipe scavenge pathway from the probe wipe back to the vacuum isolator. The customer stated that the customer would install the ordered parts upon arrival and call back if required service to resolve the issues. The customer has not contact the cts regarding to the issues reported. (B)(4).